Event description:
Product surveillance contacted the homecare tech regarding the home pt's (hp) separated transfer set. The tech stated that the hp's transfer set became disconnected while attempting to move the drain line from the toilet to the tub. Product surveillance then spoke to the hp's peritoneal dialysis nurse who stated that the hp over stretched the transfer set causing it to become separated at the transfer set adaptor/catheter interface. The sample was discarded by the hp. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Per the nurse, the sample was discarded.